Event description:
Procedure type: colectomy. According to the reporter: the staples did not form a b shape on the staple line. Doctor had to over sew the area. Add'l colon tissue was lose. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss reported.

Manufacturer narrative:
(B)(4).